Event description:
A customer contacted beckman coulter (bec) reporting an erroneously low bhcg patient result of 777.67miu/ml from a (B)(6) female patient generated by their access 2 immunoassay system. Repeat testing of the patient sample on their other access 2 instrument 10 hours after the sample was drawn produced a higher result of 2899miu/ml that matched the clinical status of the patient. The initial result was released from the laboratory and the patient was tested for an ectopic pregnancy out of concern after the doctor obtained the lower than expected result. The customer reported there was no injury to the patient in connection to this event.

Manufacturer narrative:
Samples were centrifuged at 3000 rpm for 8 minutes. The customer did not report any sample integrity concerns. The customer reported dark count errors were generated on the instrument after the erroneous result was generated. Qc and system checks were passing prior to the event but they were failing on the instrument that generated the low result after the event had occurred. The customer reported that their biomedical engineer performed service on the instrument and determined that instrument pulleys required replacement after the erroneous patient result and failing qc results were generated. The replacement resolved the issue. Beckman coulter service was not dispatched for this event. Hardware is the likely cause of this event.